Event description:
Three pts treated on this machine were over filtrated by 2 to 3.5 liters on may 29th and may 31st, 1999. The machine passed self-test prior to each treatment. All pts rec'd medical intervention with one remaining in the hosp as of 6/2/99.

Event description:
Three pts treated on this machine were over filtrated by 2 to 3.5 liters on may 29th and may 31st 1999.

Event description:
Three pts treated on this machine were over filtrated by 2 to 3.5 liters on may 29th and may 31st, 1999.